Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0158 competitor implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported the atrial lead demonstrated low impedance measurements. The lead remains in use. No patient complications have been reported as a result of this event.